Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon revised a femur fracture on (B)(6) 2023 that failed. A locking screw appears to have possibly been put in a non locking hole and the plate pulled off the bone. One of the 5.0 locking screw was broken, and the shaft fragment remained in the patient. The hardware was placed in april of 2021. Additionally during this revision, the table top plate bender did not work properly because the screw that secures anvil would not screw in. It is currently unknown if the threads on the screw were damaged or threads on the plate bender. More information will be available after it is inspected post operatively. This report is for one (1) unk - screws: locking this is report 3 of 4 for complaint (B)(4).